Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that when attempting to program this pacemaker prior to explant a warning message was displayed indicating the device was in safety core. The facility was advised that it was not possible to reprogram the device and that it should not be implanted. The device was retrieved by a local boston scientific company representative and will be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing therapy was available. The root cause of the memory corruption could not be determined.